Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Additional narrative: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, it there did not have deviation or failure investigation report. Product (old design) manufactured before the implementation of the reinforcement action on the metal tip ((B)(4)). Product analysis: the returned instrument presents a old design ((B)(4)) and breakage of the plastic extremity, no breakage of the index metal is noted. The product is deteriorated, a precise dimensional analysis is not possible. The root cause is related to wear. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
The plastic tip of the instrument is broken.